Manufacturer narrative:
Follow-up #1 date of submission 03/27/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no activity outside normal use observed in pump history. During testing, the pump was successfully suspended and the suspend was found to accurately recorded in the suspend history. The pump was exercised for a 24 hours with no issues or alarms noted. All keys on the keypad were found to be responsive to user input. No hypersensitive keys were observed. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The reported complaint was not duplicated during the investigation.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that the pump is not recording the suspend history. The patient reported that he suspends the pump daily and his most recent suspend in history was (B)(6) 2012. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.